Manufacturer narrative:
Device evaluation: analysis of the returned device identified an extended opening and was underweight. A visual and microscopic analysis was performed which identified a smooth opening on the anterior, smooth opening on the posterior, missing shell (0-25%) and sharp opening on the posterior. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a smooth opening on anterior assessed as smooth opening. A smooth opening on posterior assessed as smooth opening. A sharp opening on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade: unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade: unknown.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade: unknown. Device remains implanted.